Event description:
It was reported that before lead placement, a curved puncture needle was advanced into the epidural space. When the inner stylet was removed, it felt difficult to pull out. The physician pointed out that the sharp bend at the tip of the inner stylet might have made it hard to remove. The issue was resolved after inserting and removing the inner stylet several times. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.